Event description:
The complaint received states that during use the presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430j / j10349) became impeded in the microcatheter. This was the first coil and got stuck inside the mc during advancement. So it was removed from the mc safely. So it was removed; and the mc was replaced by new one (model not known). There was no problem after these for using some micrus coils. There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430j / j10349) became impeded in the microcatheter. This was the first coil and got stuck inside the mc during advancement. So it was removed from the mc safely. So it was removed; and the mc was replaced by new one (model not known). There was no problem after these for using some micrus coils. There was no report of injury for the patient. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.